Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated, and the reported broken lock lever was confirmed via returned device analysis. The reported irregular appearance was not confirmed. The unstable cap could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Available information was investigated, and a conclusive cause for the irregular appearance cannot be determined. The reported unstable cap appears to be related to the broken lock lever. Investigation determined the broken lever may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unstable lock lever cap. It was reported that during device preparation, the lock lever did not appear threaded. Subsequently, the lock lever cap was unable to thread onto the device. The lock lever also appeared broken under the cap; however, this was unable to be confirmed. The device was not used. There was no patient involvement. There was no additional information provided.